Event description:
Boston scientific received information that this right ventricular (rv) lead had high thresholds and evidence of undersensing. This lead was found to be dislodged at the time of the right atrial (ra) lead repositioning. It was reported that the proximal coil was lodged in the patient's tissue and the physician was unable to move the lead. However, upon attempting movement of the lead, the coil stretched. The lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.